Event description:
It was reported that an attempt was made to use a pacific plus balloon to treat a plaque lesion in the mid superficial femoral artery. Degree of tortuosity was none. Degree of calcification was little. Lesion stenosis was 80%. Embolic protection was not used. A merit pressure pump was used. Device was prepped per IFU. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. Balloon burst during inflation at 6atms. All fragments of the balloon were retrieved. Device replaced with the balloon of the same model and the surgery was successfully completed. No patient injury reported.

Manufacturer narrative:
Product analysis #805721442:device received coiled in a biohazard bag. Luer scan 227394649. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip, a 0.018¿ guidewire from the lab was loaded through the tip and exited through the luer. An indeflator was used to inflate the balloon but the device would not hold pressure and a hole/tear was found approximately 11.5cm from the balloon bond, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.